Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws scissored and locked following use with an open jaw activation technique over very dense tissue. The device would not open. No patient injury occurred or medical intervention required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.